Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown head. Additional devices listed in this report: unknown insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient was revised on the right hip. The head was exchange as the patient showed signs of infection.